Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated back , abdomen, and flanks with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the lower and mid abdomen and on (B)(6) 2021 to the bra roll/back fat and flanks areas using cooladvantage applicators and may have developed paradoxical hyperplasia (pah/ph) to the lower abdomen and bra roll/back fat areas.